Event description:
It was reported that there was an error message. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, signal loss over an hour, of which the probable cause could not be determined, was found in connection with the reported allegation. The reported event of an error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.